Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure using an alternate method. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 3.25mm x 15mm was returned for analysis. A visual and tactile examination of the hypotube shaft showed no issues or damages. During a microscopic examination of the balloon, a 15mm longitudinal tear was identified along the main body of the balloon. No issues or damages were found in the shaft polymer extrusion and the tip showed no signs of tip damage. A microscopic examination of the distal and proximal markerbands identified no damage.

Event description:
It was reported that balloon rupture occurred. A 3.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure using an alternate method. There were no patient complications reported.